Event description:
On 12/11/2024, intuitive surgical, inc. (Isi) received mw5162797 stating: while completing a robotic hysterectomy the surgeon was using robotic scissors with cautery to cut the vaginal tissue to free the uterus. While doing so the scissors came into contact with the rumi (uterine manipulator) and caused a spark inside the patient. There were no internal or external injuries seen upon examination. At the beginning of the case dr. (B)(6) put a water-soluble lubricant on the rumi device. The lube is water soluble and should not be flammable. Dr. (B)(6) said he has used the lubrication many times and has never seen it spark prior to today.

Manufacturer narrative:
A return material authorization (RMA) was issued for the monopolar curved scissors instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed.